Event description:
While securing the plate in place, doctor broke a portion of the middle locking tab. Company representative present during surgery noted that the screw was not completely flush with the bottom of the screw pocket; producing a proud screw head. Doctor completed the placement of the screw; irrigated and aspirated the site to remove any broken pieces; then x-rayed to confirm nothing remained before completing the case without any further problem. Surgery was delayed approximately 10 minutes.